Event description:
The customer contact reported the device door roller pin was broken. The device was returned to the engineering department for an unspecified reason. There were no reports of any adverse pt events, delays in critical therapies, or necessity for med interventions while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.